Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, during knot advancement, the entire suture was pulled out of the anatomy causing tissue damage to the vessel. The knot was formed and intact and had a tissue stick on the knot. Manual compression was applied for 15 minutes and achieve hemostasis. Then patient was sent for a CT angiogram. No distal occlusion was noted. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.